Manufacturer narrative:
Investigation: the disposable set containing prime fluid in the inlet coil line was returned for investigation. Upon visual inspection, it was noted that the sample bag and the vent bag contained air. Air bubbles were present in the inlet coil line. The set was visually inspected for kinks, occlusions, missing parts, misassembly and leaks which may have contributed to the alarm,none were found. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during prime of a plateletpheresis procedure, the operator noted air in the tubing line and the sample bag filled with air. The operator unloaded and setup a new disposable set and was able to complete prime without any further problems. Per the customer, the operator is uncertain if air was present in the sample bag prior to prime and she believes she followed the instructions as prompted by the trima machine prior to connecting the donor and the setup installation looked 'normal when she primed the disposable set. No patient (donor) was connected at the time of the event, therefore, no patient information is reasonably known.

Manufacturer narrative:
Terumo bct's engineer performed pressure testing by forcing air past the clamp to determine if the clamp was faulty. Air pressure above 10 psi was forced and no air was forced into the sample bag. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the customer stated that there were no alarms during priming. She was not the one who performed set installation, however prior to priming she heard an alarm,and thought perhaps it was 'air detected at ac sensor alarm', but was not certain. The run data file (rdf) was analyzed for this event. The rdf analysis showed the trima accel system operated as intended by displaying the ¿pressure test error¿ alerts when the system could not maintain pressure during the disposables test. At this time, the system prompted the operator to ¿verify: the white clamps on the donor line are closed and there is no air in the sample bag. The pump headers are loaded correctly. The cassette is loaded correctly and there are no obstructions¿.root cause: the returned disposable showed air in the sample bag, vent bag and inlet coil line. The procedure had been stopped before donor connection due to pressure test alarms. No leaks were observed. The evaluation of the disposable found no definitive cause for the air in the system and air could not be forced past the clamp on the sample bag line. Based on the available information, it is possible that the white clamp on the sample line was partially open, possibly allowing air to enter the sample bag.

Event description:
The customer provided the intended donor information (ID, age, and gender provided in supplement 1 for this report). The donor weight is (B)(6).